Event description:
Allegedly, the vials in the kit would not open. The lids were on extremely tight. The surgery time was extended more than 30 minutes.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as MDR #1043534-2015-00013.